Event description:
The table top locks were accidentally released when the parent of the pt stepped on the lock release pedal. Apprently this allowed the table top to move and pinch the operator's finger between the top and the bucky. Evidently this caused a fracture to the finger and a torn ligament, requiring surgery.